Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. Additionally, a direct correlation between the reported event and heartmate 3 lvas, serial number (B)(4) could not conclusively be determined through this evaluation. The account communicated that the patient arrived at the emergency room with lethargy, low hemoglobin, and pain around the driveline site. The patient had a staphylococcus aureus infection not resistant to penicillin and a gi bleed. An esophagogastroduodenoscopy (egd) was performed which resultued in a blood transfusion and cautery. Also, the patient was treated with IV antibiotics in hospital and discharged home on long-term oral antibiotics. According to the account, the patient was not currently bleeding, had no signs and symptoms of infection, and the center would continue to do close lab monitoring for hemoglobin changes. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). The heartmate 3 lvas IFU lists infection and bleeding as adverse events that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. This IFU also provides information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient arrived to ER with lethargy and pain around driveline site. The patient was noted to have low hemoglobin during admission for driveline infection, staphylococcus aureus infection not resistant to penicillin. Edg was preformed on (B)(6) 2019, this required transfusion of blood and cautery during the egd. Patient was discontinued on oral antibiotics and but on IV antibiotics for the driveline infection. Close lab monitoring for hemoglobin changes, patient was not currently bleeding. No signs and symptoms of current infection. No further or additional information was provided.